Event description:
The lay user/pt contacted lfs in 2009, alleging inaccurate high readings on the one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following info: on the morning in 2009, at 7:28 am, the pt got up and test her blood glucose and obtained a hi. The pt knew the meaning of hi on her meter. The pt took her usual dosage of insulin (4 units of humalog). She did not exhibit any symptoms with the reading of hi. She then ate breakfast, which was 1 toast. At 10:00am, the pt fell and banged her head. Her daughter was with her at the time and gave her mother some lucozade and some sweets. The pt felt better within 5 mins of treatment. The pt then tested her blood glucose after the treatment around 10:00am and then again at 10:57 am and obtained a 2.8 mmol/l both times. The pt claims she usually never exhibits hypoglycemic symptoms. The pt has not changed her diabetes regimen or did not contact her physician for assistance. The technique of applying blood on the test strip was correct. The pt also has been cleaning the puncture area correctly. A quality control test was not done since the pt did not have any control solution. The night before, the hi reading the pt had obtained a 10.7 mmol/l at 5:48pm. Customer care advocate (cca) sent the pt replacement meter and a spare meter as a back up. The complaint is being reported since the pt alleged inaccurate hi and suffered hypoglycemia and had to receive treatment by a non-medical professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.